Event description:
Event 1: there was a curve malfunction with the ablation catheter (cath #1) during prep. This catheter was removed and replaced. The new ablation catheter (cath #2) displayed a sensor error after placement into the patient. This catheter was removed and replaced without harm to the patient. Event 2: lost stiffness in the catheter - catheter was removed and replaced with no harm to the patient. Manufacturer response for ablation catheter, ablation catheter (per site reporter) manufacturer notified by site.